Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels increased above 260 mg/dl after approximately 1-4 hours of pod wear. The patient further reported that upon pod removal, the skin at the infusion site was observed to have developed redness. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported. The device was returned for investigation, and a bent cannula was identified.